Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had problems with his stimulator not charging. The patient stated the charging issue began in mid-february. The patient stated the manufacturer representative text instructions how to clear the code and it is not working. Reviewed the difference between information and warning power on reset (por) and the patient por could not be cleared. The patient was redirected to their healthcare provider (hcp) to have the device interrogated. The patient stated he was thinking about getting the device removed and was redirected to their hcp to discuss removal. No patient symptoms were reported. No further complications were reported/anticipated.